Event description:
It was reported that the sensor was not working. On the day of the event, the patient¿s sensor ¿stopped working¿ while the patient was asleep. The specific error message or issue could not be determined. It was further stated that the sensor not working caused insulin delivery issues with the patient¿s omnipod insulin pump. The patient was vomiting. It was not specified how long passed between the patient becoming aware of the sensor error and becoming symptomatic. It was also not reported if the patient was using a bg meter as a back-up during this time period. At the emergency room, the patient¿s bg meter reading was 750 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with IV insulin, an unspecified antibiotic, a unspecified pain reliever, and albuterol. The patient was discharged home after approximately 20 hours. It was reported the patient was ¿okay¿ at the time of report. It took the patient three weeks to be able to eat solid food as the vomiting he experienced caused his throat to bleed. The patient also had fluid on his lungs and was diagnosed with pneumonia. Data was evaluated. Confirmation of the allegation and probable cause could not be determined. However, a sensor failure after warmup due to high counts aberration was noted in the performance logs on 01/20/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1018 laceration(s) of esophagus. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.